Event description:
It was reported that the following events occurred cardiac arrest, cardiogenic shock; death at discharge, cause: other cardiovascular reason.

Manufacturer narrative:
Due to safe harbor deidentification rules with the registry data owner (accf), data in the event date field is limited to the year only. January 1 of the given year was used to capture this. No further information is available for these events, as the user facility is unknown.